Manufacturer narrative:
Additional information : the device was manufactured between may 09, 2018 - may 10, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 2000 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked at an unspecified location. The event occurred before patient use. There was no patient involvement. No additional information is available.